Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Additionally, it was reported that an altitude alarm occurred when the pump was not outside the labeled altitude operating range. Reportedly the issues resolved and insulin delivery was successfully resumed. Customer¿s blood glucose level was 110 mg/dl.